Manufacturer narrative:
(B)(4). The product was not requested to return for investigation as the failure is known to mcp and was investigated within a similar complaint. The investigation results were as follows: the product was visually inspected in the laboratory of the manufacturer. No abnormalities or signs of clotting were found. The product was further tested for its o2 & co2 transfer performance and for its pressure drop behavior in the qa laboratory according to lv 009. No abnormalities were found, the product operated according to its specification. A sap trend search was performed for p/n 70104.7753 failure code 0304 high trans-membrane pressure was performed and 3 similar incidents were found. Due to this information no systemic issue could be determined. Thus the failure could not be confirmed. The cause of the failure was determined to not be attributed to a device related malfunction. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
According to the customer: "non-typical trend of pressure drop. The drift went towards positive. Started at around 20 mmhg and went up to over 100 mmhg. All other parameters that are somehow coupled to the pressure drop such as flow and pump speed stayed on the same level." (B)(4).